Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
On an unk date, pt was implanted with a 4.5 mm locking proximal tibia plate. Post-op, pt began to experience pain. X-rays were taken and it was discovered that the plate had broken at the fourth hole due to non-union. On (B)(6) 2011 pt had the plate explanted and a 4.5mm locking medial tibia plate was implanted in its place.